Event description:
Date notified: 1/28/2000. A model 304 on-board suction apparatus was returned for service because it would not operate. An inspection revealed a broken spring in the 12vdc motor disconnected the brushes inside the motor. The spring was reconnected and the equipment performed to specifications. No cause for the spring disconnection could be determined. No pt was involved.